Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the barcode scanned the incorrect bin, when issuing zofran 4mg tab. A technical support specialist (tss) connected to the cabinet, but the transaction had already timed out. Upon review of the mssql bin table, the tss found that the bin barcode assigned to bin 06-11 was (p)12. The customer informed that they had already removed the item from the drawer and could not remain on the call to assist with further troubleshooting. The correct bin barcode was then assigned. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medflex 1000, an incorrect bin barcode was scanned while attempting to issue zofran 4 mg tablets. The system displayed a message indicating that an incorrect barcode was scanned for issuing medication from the bin. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.